Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump was not delivering insulin and the customer did not receive any alarms. The customer stated that she is going to the hospital. The customer was experiencing unexplained high blood glucose of 22.1mmol/l. While troubleshooting had customer to review the alarm history and found a "hi" alarm. The customer stated that she was feeling well and disconnected the call. No further information was provided.